Manufacturer narrative:
(B)(4). Conclusion code: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and suture was used. During the procedure, the suture broke. The procedure was completed with another like device. There were no patient consequences reported. Additional information has been requested.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Both concerned samples show a cracked mecanyl tube with a tightly closed loop. No breakage could be verified at these actual samples.